Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had an abp alarm that occurred in the patient room but did not occur at the central monitor. No patient harm occurred.

Manufacturer narrative:
The customer did not provide the device serial number.